Manufacturer narrative:
Device not made available for eval.

Event description:
A report was received wherein a patient is alleging while being unloaded from an ambulance, the wheel on the stretcher came off causing the cot to tip over. The patient is alleging injury to her head and shoulder from striking the ground. No further details of the alleged incident or alleged injuries have been provided. The alleged incident occurred in (B)(6) 2014 and the device has not been made available for evaluation and/or confirmation of the alleged complaint.

Manufacturer narrative:
The serial number of the subject cot was provided and has been documented in this report. No additional information pertaining to the reported incident has been provided. A service report for the subject device was reviewed and it states the wheel screw had broken but the bearings and shank were in good condition. The unit was repaired and placed back in service. Device not made available for eval.

Event description:
A report was received wherein a patient is alleging while being unloaded from an ambulance, the wheel on the stretcher came off causing the cot to tip over. The patient is alleging injury to her head and shoulder from striking the ground. No further details of the alleged incident or alleged injuries have been provided. The alleged incident occurred in (B)(6) 2014 and the device has not been made available for evaluation and/or confirmation of the alleged complaint.